Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. :catalog and lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the screw was not placed correctly therefore damaging the internal threads of the implant.

Event description:
It was reported that the screw was not placed correctly therefore damaging the internal threads of the implant. The implant's collar is also fractured. New screw were ordered. The patient is now doing well since we cleaned the internal implant threads and replaced the screw with the new one. He will eventually have the implant removed and replaced entirely. A night guard has been recommended and the patient has been returned to his general dentist. He has no additional appointments set with us.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified wear around the threads and the hex due to usage. Also, piece of the implant collar was returned with the screw. The associated dental implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, picture and x-ray image were provided and shows a fractured implant (reported on MFR=0002023141-2020-00338). Functional testing was performed for the returned unk zimmer screw with an in-house stock device and fully threads into stock device and performs as intended. No pre-existing conditions were noted on the complaint. The reported device tooth location and length of implantation is unknown. A device history record (DHR) review and complaint history review could not be performed as the lot numbers associated with the reported product was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Complainant reported that they have an implant with damaged threads and crown would not seat properly. The doctor believes that the screw was not placed correctly therefore damaging the internal threads of the implant. The reported complaint could not be verified. The product unk zimmer screw was returned for investigation. The reported complaint could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'